Manufacturer narrative:
H10: the lot number for the devices were provided, a lot history review was performed. The devices were returned to bd and are pending evaluation. The company is still investigating the issue at this time. H11: b5, d3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model c2010a biopsy instrument allegedly experienced unsealed device packaging. This information was received from one source. The malfunctions did not report any patient contact. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the lot number for the devices were provided, a lot history review was performed. The devices were returned for evaluation. As the devices were returned in an open package, the alleged packaging problem remains inconclusive. Based on the available information, a definitive root cause of the problem could not be determined. The devices are labeled for single use. H11: h2, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model c2010a biopsy instrument allegedly experienced unsealed device packaging. This information was received from one source. The malfunctions did not report any patient contact. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was performed. The devices were returned to bd and are pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model c2010a truguide coaxial allegedly experienced unsealed device packaging. This information was received from one source. This malfunction did not involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.